Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient had difficulty charging and the charger was unable to couple with the ipg. It was determined that the generator was just too deep. The patient underwent a revision wherein the ipg was repositioned. The patient was reportedly doing well postoperatively.